Event description:
It was reported that occlusion alarms occurred. The customer experienced vomiting, diabetic ketoacidosis, and a blood glucose (bg) level displayed as "high", however, a specific value was not provided. The customer required assistance addressing the event with food, water and a correction bolus via the pump. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.